Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information. No devices or photos of the devices were received; therefore, the condition of the components is unknown. Additionally, visual and dimensional evaluations could not be performed. The product number and the lot number were not provided; therefore, the manufacturing date, the device history records and the field age of the device could not be determined. There is insufficient information to perform a complaint history search. A definitive root cause could not be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: item #unk, unknown femoral head, lot #unk. Item #unk, unknown shell, lot #unk. Item # unk, unknown liner, lot # unk. Thorup, b., mechlenburg, I., and soballe, k.(2008). Total hip replacement in the congenitally dislocated hip using the paavilainen technique. Acta orthopaedica, vol 80 (3), pages 259-262. Http://www.tandfonline.com/doi/full/10.3109/17453670902876789.

Event description:
It was reported in a journal article that a patient showed radiolucency in greun zone 1 (4f). Attempts have been made and additional information is unknown at this time.